Manufacturer narrative:
H3: the revision reported was most likely the result of prosthesis wear initiated by unintended contact between the tibial insert and trochlear ridges of the femoral component. Potential contributing factors to the sequence of events may include instability of the knee joint, component alignment, and/or patient-related conditions. However, this cannot be confirmed as the devices were not returned for evaluation.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. The following sections were corrected: h6, h11. No device was returned for evaluation; photographs of the device were provided; however, the reported event was unable to be confirmed. The review identified that the provided image of the explanted tibial insert appears to have retained biologic fluid. The insert appears unremarkable except for two well-defined parallel grooves on the articular surfaces of the insert. The location and pattern of wear appears to be consistent with contact from the ridge defining the trochlear groove of the femoral component during knee extension. This may suggest hyperextension due to anatomic instability and/or due to relative alignment of the tibial and femoral components. This may occur if the femoral component is implanted in flexion or secondary to a combination of a tibial tray implanted in greater than 5 degrees of posterior inclination and use of the cr++ insert which has 6 degrees of posterior slope built into the polyethylene. Instability occurs when the soft-tissue structures around the knee are unable to provide the stability necessary for adequate function during standing or walking. Instability may be the result of increased soft-tissue laxity (looseness), insufficient tensioning, or improper positioning/malalignment of the prosthesis. Uneven pressure distribution from instability and malalignment can subsequently result in early wear of the polyethylene component. The parallel grooves on the image of the explanted tibial insert may indicate that wear on the articular surface of the tibial insert was initiated by contact against the ridge of the trochlear groove on the femoral component, possibly secondary to component malalignment and/or knee instability. However, this cannot be confirmed as the devices were not returned for evaluation. The provided radiograph appears unremarkable for indicators of wear and/or rotational malalignment. An accurate assessment of posterior inclination of the tibial tray cannot be made without a full leg radiograph. Operative notes and/or medical records were not provided for review of usage/ technique. A review of complaint history determined that no further action is required as no trends were identified. A definitive root cause was unable to be determined; however, may have resulted from prosthesis wear initiated by unintended contact between the tibial insert and trochlear ridges of the femoral component. Potential contributing factors to the sequence of events may include instability of the knee joint, component alignment, and/or patient-related conditions. However, this cannot be confirmed as the devices were not returned for evaluation. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
As reported, the patient had an initial right tka on (B)(6) 2018. The patient was revised on (B)(6) 2023 as the poly had delaminated. There was no reported breakage of devices or surgical delay/prolongation. The patient was last known to be in stable condition following the event. No other patient information/medical history reported.

Manufacturer narrative:
Pending investigation. Concomitant medical products: (B)(4), 02-010-03-0330 - logic cr femoral cem, right, sz 3. (B)(4), 02-012-45-3030 - lgc tibial fit tray cem sz 3f / 3t. (B)(4), 200-02-35 - three peg patella 35mm. Recall number: z-0021-2022.